Event description:
Adverse event(s): "no pt impact reported" (no consequences or impact to pt). Product problem(s): "luer-lock connection between syringe and oil-cannula are not compatible" (connection issue). The customer (surgeon) reported. The luer-lock connection between syringe and oil-cannula are not compatible. No pt impact was reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).